Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of broad lcp plates was processed through the normal mfg and inspection operations.

Event description:
.